Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported a patient programmer saying that the battery of the ins was low and noted premature battery depletion. The battery was checked 6 months ago and it then still had 14 months of battery life. No alterations in stimulation or programs have been completed since. The consumer also reported pain in the area of the ins. The consumer was redirected to their doctor for further investigation. No further complications were reported/anticipated.